Event description:
It has been reported to philips that the control panel was replaced last week. All movements are no longer. It is unknown if the device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system's control module was previously replaced. The customer did not feel that the system moved the same as previously after the replacement. After communication with the customer, it was confirmed that this was as a result of a use error and was no longer occurring, and therefore the service case could be closed. No work on the system was performed by philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on investigation, philips concludes that the complaint is not reportable.